Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: lot number: the serial number was unknown in the initial report. The lot number has been identified as 4230. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 7/10/2018. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device fell apart was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a component damage - thread saw blade coupling, and a bearing damage. It was further determined that the device had foreign substance/debris/cleaning/sterilization and corrosion/rusting/pitting, and would not run. It was further determined that the device failed pretest for general condition, check coupling screw of saw blade coupling and check oscillation frequency with frequency meter. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The serial number was unknown, therefore, the device manufacture date is unknown. The manufacturing location is unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the recon sagittal saw device was damaged, not working, and had a broken piece. It was further clarified that the broken piece was detached from the handpiece. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.